Manufacturer narrative:
Evaluation summary attached: (B)(6) 2010 evaluation lab concluded with the following summary: the ring was returned attached to the template/holder. Blood like stain is detected on the sewing fabric. Along with the ring a petri dish returned contained a black filament. It measured approximately to 10-15mm. The filament was isolated from the petri dish. It will be sent to chemistry for analysis. (B)(6) 2010 chemistry concluded with the following summary: "the ir spectrum of the filament material showed similar absorption characteristics when comparing to protein like material." Additional manufacturer narrative: the infrared identification of protein-like material confirms the hair-like particle - the source of which is unknown. It was agreed that the manufacturing process would be reviewed and retraining would be conducted, if necessary. On (B)(6) 2010, retraining of manufacturing personnel was completed. The manufacturing of this device is conducted in a clean room environment and our personnel follow standard gowning procedures. As part of continuous improvement and to prevent recurrence, we have discussed this event with our manufacturing and inspection personnel. On (B)(6) 2010, a review of the manufacturing and inspection records related to this device was completed and the results demonstrate that the device met all specifications.

Manufacturer narrative:
Device is being returned. Customer requested evaluation of the unknown material. Customer letter is requested. No serial number has been provided; therefore, no DHR can be done at this time. To date in our communications with our (B)(4) staff, no patient information has been provided. On 09/07/2010 requested team in (B)(4) to not disturb the items being returned by the customer and to return the original packaging without decontamination since the customer has said that they did not use the device. On 09/14/2010 (B)(4) staff indicated that a "jar" is being returned, but it is unclear as to what is in the jar since it seems that the returned product was in the outer box and our customer decided not to use the device reported. The reported device does not need to be kept in any solution. Device has not been received for evaluation.

Event description:
Reportedly, hair-like contamination was observed. It was reported that "unknown hair-like material was found when the package of mc3 (B)(4) was opened. The device was not used." However, location of contamination -- if on the product, in the packaging or on the packaging -- was not provided. Device will be returned with original packaging.